Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and confirmed a dislodgement of the lv lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.